Event description:
Customer reported issues with the insulin pump. Customer states that there is a motor error alarm. The blood glucose reading is 19 mmol/l. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with no unexpected motor error alarms noted. The motor was tested outside of the device and passed. The insulin passed displacement, rewind, basic occlusion, prime/a33, occlusion and excessive no delivery tests. A test blood glucose value was sent from glucose meter and received by unit under test; the insulin pump communicated properly with blood glucose meter. The insulin pump communicated properly with glucose sensor simulator and the minilink transmitter. The correct test blood glucose value was displayed on the sensor glucose graph screen. The insulin pump has cracked lcd window, cracked case at the lcd window corners, cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.